Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported clip deployed on the distal end of the device was confirmed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported event appears to be related to the user technique. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial and final medwatch report the following additional information was received: arteriotomy closure of the heavily calcified and moderately tortuous left common femoral artery was attempted using a starclose se device with a 6f sheath after an endovascular peripheral procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient selection, per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the heavily calcified, moderately tortuous left common femoral artery was attempted using a starclose se device with a 6fr sheath after an endovascular peripheral procedure. Reportedly, the sheath split completely and when the clip was deployed, it remained on the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.